Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Broken trigger confirmed complaint: trigger lever broken off. Installed new trigger. Repair order (B)(4). Mini ultrafreeze 900077 (B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. Analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 05/24/2013 under wo #(B)(4) and shipped on 06/27/2013. Manufacturing record review: DHR-142520 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2019 for a broken trigger. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97904, this unit was at csi on 02/18/2022. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: due to the damage to the trigger the root cause is being attributed to end user handling error. Correction and/or corrective action. The unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training required.

Event description:
Broken trigger. Confirmed complaint: trigger lever broken off. Installed new trigger. Repair order (B)(4). Mini ultrafreeze 900077 e-complaint-(B)(4).

Manufacturer narrative:
Additional information contained in this report does not change the investigation findings.

Event description:
Healthcare professional reported a "broken trigger." No patient involvement.